Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that while using the electrode, the tip of the blade started on fire. Settings were 40 cut/40 coag. It burned for about 3 seconds. The tip was removed from the patient before it started burning. There was no injury to the patient.

Manufacturer narrative:
The incident e1455 was received for evaluation. Visual inspections found whitening on the electrode tip from the coating eroding away. A section of the electrode tip was charred. There was a notch in the tip and the tip was slightly bent. There was eschar under the ptfe insulator. The reported condition was confirmed by visual inspection of the device. The investigation found that the electrode tip was charred as though exposed to excessive heat. The reported output settings exceed the maximum power limits established in the instructions for use. According to the IFU, the maximum power limits for the e1455 series blades are 35 w atts in the coag mode and 50 watts in the pure cut or blend mode. The electrode also had excessive eschar build up on it. Excessive eschar on the electrode can pose a fire hazard. The IFU states: tissue buildup on the tip of an active electrode poses a fire hazard, especially in oxygen enriched environments. Keep the electrode clean and free of all debris. Do not exceed the maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage. Always use the lowest power setting to achieve the desired surgical effect.

Event description:
The customer reported that while using the electrode the tip of the blade started on fire. Settings were 40 cut/40 coag. It burned for about 3 seconds. The tip was removed from the patient before it started burning. There was no injury to the patient.